Event description:
It was reported that during an implant attempt the insulation of the lead bunched up on itself and the inner layers of the lead would not advance. After multiple attempts the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.